Manufacturer narrative:
The whole blood specimen was drawn in a 3.0 ml bd vacutainer tube containing 5.4 mg k2edta and analyzed fresh, within 2 hours of draw. Per the customer supplied data, the instrument is performing within quality control (qc) specifications with respect to 6c cell control and latron cp-x. The nrbc modules in the provided raw data and histograms were reviewed carefully. No abnormality was identified that may have contributed to the failure. Service was not dispatched for this event. The root cause for the low nrbc result is unknown based on the information available. Per labeling from the dxh 800 instructions for use, processing results: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low nucleated red blood count (nrbc) result without an instrument generated flag, when compared to a manual nrbc count, which was generated by the unicel dxh 800 coulter cellular analysis system (bench top) for one (1) patient's sample. The manual nrbc count was considered to be the correct result. The patient sample was re-tested on an alternate instrument and also produced a low nrbc result, but was accompanied by instrument generated flags and messages. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or affect to patient treatment.